Event description:
After successfully placing two stents in the pt's proximal right internal carotid artery, the physician experienced difficulty removing the angioguard distal protection device when the retrieval sheath would not engage the filter basket. It required several additional post-dilations, but they were able to capture the epd into the sheath and the device was eventually retrieved from the pt. During these manipulations, the subject had some transient hypotension and bradycardia, but it resolved quickly with fluid and atropine. The pt is a female. The lesion was ulcerated, and mildly tortuous. The rate of stenosis was 90%. An angioguard was placed in a position distal to the lesion. The lesion was pre-dilated. The physician placed two precise stents in the lesion, without difficulty. The total length of the stented segment was 40mm. When the filter basket was retrieved and inspected, there was no debris found in the filter basket. The pt was neurologically intact when taken from the angio suite. The pt was discharged the next day.

Manufacturer narrative:
This study patient underwent carotid stent implantation and during angioguard retrieval, the retrieval sheath had difficulty passing through the implanted stent. The delay with necessary manipulations of the device precipitated transient hypotension and bradycardia. The patient is a female with medical history including hyperlipidemia, smoking (>5 packs of cigarettes), coronary artery disease, coronary percutaneous revascularization and hypertension. The target lesion was right internal carotid artery describes as ulcerated, mildly tortuous and 90% stenotic. An angioguard was placed without difficulties. The lesion was pre-dilated. The physician placed two precise stents without difficulty. The retrieval sheath was advanced to withdraw the angioguard, however, the sheath experienced difficulty passing through the newly implanted stent. Several post dilatations were performed to the stent. During these manipulations, the patient experienced bradycardia and hypotension that were successfully treated with atropine IV and IV fluids. After the post dilations, the angioguard sheath was successfully advanced and the filter was retrieved without difficulty. The patient left the angio suite neurologically intact. There was no reported injury for the patient. The stent remains implanted and the angioguard was discarded, thus neither is available for analysis. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Bradycardia and hypotension are well known potential adverse events associated with the carotid stent implantation procedure. These symptoms are attributed to the baro-receptor trauma that is intrinsic to the carotid artery manipulation during the stent implantation procedure. The withdrawal difficulty experienced by the customer may have been influenced by vessel/lesion or procedural factors. Without sterile lot number information, it is impossible to fully investigate the device and ascertain any clinical relationship between the device and the events.